Event description:
The customer reports that the silicone rubber plug under the inspiratory bacteria filter holder that covers trimmer #2 rotated under the safety relief valve preventing the safety relief valve from proper operation. The part is not available, the customer cut the plug to prevent this situation from happening.